Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter compared to an unknown laboratory method. The meter results were 1.2 inr, 3.6 inr, and 4.9 inr. After the meter results, the laboratory result from a venous sample was 2.8 inr. The meter results were said to be done at the same time with samples from different fingers. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The customer meter and strips were returned for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.2 inr. Donor #2: retention meter and master lot strips: 1.7 inr, customer meter and customer strips: 1.6 inr. The maximum difference between measurements with the same blood sample was 0,1 inr. The maximum difference between measurements with the same blood sample was 8%. Returned customer material and retention material comply with specification.